Manufacturer narrative:
H6: patient code updated to 2645.

Event description:
Information was received indicating that this smiths medical cadd solis vip pump exhibited "red screen during power up". It was not specified whether this occurred during infusion or interrupted therapy. No reported adverse effects. Additional information was received indicating that there was no patient involvement.

Manufacturer narrative:
One cadd solis vip pump was returned for analysis. Visual inspection performed, and product found to be in good condition. Investigation unable to download pump event history log because the pump was unable to power up. Visually inspected the pump and when the pump power up, it alarmed with error code "44000". The customer's stated problem was verified. According to the investigation the pump was inspected and during power up the pump exhibited alarm "error code 44000" and investigation unable to perform any functional testing. Further investigation of the pump determined that a corrupted software was the root cause of the issue. According to the investigation, the pump software will be reinstalled. The problem source of the reported problem is unknown.

Event description:
Information was received indicating that this smiths medical cadd solis vip pump exhibited "red screen during power up". It was not specified whether this occurred during infusion or interrupted therapy. No reported adverse effects.